Event description:
The clinician reports the implant was inserted (B)(6) 2014 in fdi 22. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.